Event description:
Pt underwent an exploratory laparotomy, lysis of adhesions, and bilateral salpingo-oophorectomy in 2006. The pt is very obese. A jackson-pratt silicone flat drain was placed along the pelvic floor and through out the abdominal wall. Three days later, the surgeon attempted to pull the drain and the drain fractured/broke. The pt was taken back to surgery the next day and the drain was removed, packaging discarded when implanted.